Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was not connected to power, tried pressing center of button as instructed, and removed pump from case, but button remained difficult to press, so pump was scheduled for replacement under warranty and replacement pump was provided while problematic pump was to be returned for evaluation.